Event description:
Injecting healthcare professional reported after injection with 4 syringes of juvederm voluma xc in the temples, cheeks, jaw line, and lips, the patient developed "severe swelling and hardness of all treated areas." The patient was treated with steroids, and referred for medical workup and was thought to have (B)(6) infection. Patient was admitted to hospital for several days of vancomycin intravenously, then given oral "antibiotics." Biopsy results showed chronic inflammatory reaction. Patient was later treated with high does hyaluronidase 3 separate times. Patient responded well and as of their last visit, the symptoms have resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of severe swelling and hardness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.